Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The distal conductor had blood/body fluid present. No insulation damage was observed.

Event description:
It was reported that the lv (left ventricular) lead was pierced with a guidewire while the nurse was back loading it. The lead was not used and was replaced. No patient complications were reported as a result of this event.